Event description:
The customer initially reported: "can't be done continuously".

Manufacturer narrative:
(B)(4): the customer initially reported: "can't be done continuously". The symptom was clarified to be a failure to power up. No serial number was provided. The customer did the eval of the device. Philip provided the customer with an eval/repair quote. The customer declined repair due to the cost of the quote. We are unable to determine the cause of the reported symptom as the customer declined to repair.